Event description:
The protack stapler misfired a number of times during the application of mesh during a lap bilateral inguinal hernia repair. A second protack was used to complete the case. The device would be released if they request it and provide prepaid shipper kit.

Event description:
The protack stapler misfired a number of times during the application of mesh during a lap bilateral inguinal hernia repair. A second protack was used to complete the case. The device would be released if they request it and provide prepaid shipper kit.